Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End-user reported that area under seal is red and weeping and sometimes he notices a little blood. He states this has been happening over the past year. When asked if he had ever left the seal off he stated I never thought of that.